Manufacturer narrative:
The reporter provided a catalog number of 21-2734-24, however, the provided lot number of 36 x 1051 belongs to the catalog number 21-2767-24. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that when withdrawing a deltec® gripper® needles without y-site from a patient, the safety device "did not work" and the needle punctured the nurse's finger. The nurse was wearing gloves and an impermeable apron as per the safety instructions for withdrawal of chemotherapy infusion sets. A serology was done on the patient and nurse for analysis. No permanent injury was reported.

Manufacturer narrative:
The product, a deltec® gripper safety needle, was not returned for inspection or evaluation. Instead, one photo was returned. From the photo, it can be observed a gripper product in used conditions with the needle out of the base. Relevant assembly operations were reviewed and considered adequate and correct. Relevant manufacturing and quality inspection processes were reviewed and considered adequate and correct. A sample of (B)(4) units were taken from production floor inventory to visually inspect for any damages in the base. No discrepancies were found in the samples. A sample of (B)(4) units were taken from inventory and were tested for hinge activation. No discrepancies were detected. Two units were taken from the manufacturing process for destructive testing. The ay base was manipulated and excessive force was applied when activating the safety mechanism. The results showed that the needle went past the safety mechanism and was left exposed. The instructions for use was reviewed where a note of warning describes the care that must be taken when using the product. The root cause is unknown. The most probable root cause is that the damage to the safety arm occurred after the product left the facility.

Event description:
The patient was not injured during the event. The necessary examination was performed and no permanent damage was identified. The event was considered resolved.